Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument movable part has become stuck in a bent position. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was first identified intraoperatively, and the procedure was completed robotically. To address the problem, a backup instrument was used. There were no health consequences for the patient as a result of the incident. The source could not recall whether the blades of the scissors were bent, nor whether the issue involved the blades being stuck in an open or closed position. The instrument is available for return to intuitive surgical for further evaluation.

Event description:
Refer to h11 for follow-up information.